Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain dream station humid and mechanical ventilator devices. The manufacturer received information with no allegation. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation presence of contamination was confirmed using a fitt (foam integrity test tool). - pil observed mineral deposits / corrosion on the screws at the bottom of the humidifier enclosure. Slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination observed in (B)(4) v1. During the investigation technician observed 0 errors logged. Pil observed dust/dirt contamination in the device enclosure and airpath, suggesting a source external to the device. Pil observed dust / dirt contamination on the outer surfaces, cracks, and crevices. Pil located a light amount of beige dust or dust contaminant around the outlet port. Pil can confirm the complaint that the device will not turn on/device not functioning, a final test was run on the device in order to check the pressure. The device passed the final test with no errors, signaling that the device¿s pressure was functioning properly.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d and h: single-use device? And manufacture date was corrected in this report.